Event description:
It was reported that the pt's 'wires' were fractured. No pt symptoms were reported. The pt's 'wires' were replaced. No pt outcome was reported. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.